Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eighteen (18) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for unspecified foreign materials found inside the nozzle could not be determined since olympus confirmed they have implemented the reprocessing in line with the instructions for use, and the section of the device where the foreign material remained had no deformation (no physical damage). The event can be detected and prevented by following the instructions for use which state: the instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had a foreign object in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.